Event description:
It was reported that an ilet bionic pancreas exhibited a display malfunction in which bars appeared across the screen and the touchscreen became unresponsive, consistent with a hardware screen failure. Symptoms included no reported adverse physiological effects, and the user¿s blood glucose remained in range. Outcomes included device replacement and instructions for return of the malfunctioning unit. Investigation included remote assessment via customer-provided photo, serial number verification, and troubleshooting support. Investigation of this device revealed a malfunctioning or damaged display assembly that impaired device usability without affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the screen.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.